Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an error 121 " call tech support". No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was reviewed and screen error alarms and firmware errors were observed. The reported event of the receiver displaying firmware error code failures was confirmed. A root cause could not be determined.